Manufacturer narrative:
The investigation of the complaint was carried out considering theanalysis of the information given by the dentist in the guarantee form,visual conference of the product returned by the dentist and theevaluation of relevant production records.

Event description:
(B)(4)- the dentist reported that 23 days after the dental implant was installed in intraoral region 9#, its non-osseointegration was observed. Moreover, 50n.cmof primary stability was achieved, the patient presented bone type I, immediate implant was done and immediate load procedure was performed.